Manufacturer narrative:
The product was not returned for evaluation. Therefore, a physical device investigation was unable to be performed. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure to treat a pulmonary embolism (pe) using an indigo system flash aspiration catheter (flash catheter), an indigo system separator 12 (sep12), a neuron select catheter 5f (5f select), and a penumbra engine (engine). During the procedure, the physician used the flash catheter for approximately an hour. It was reported that the patient developed atrial flutter, with a heart rate ranging from 160 to 164 beats per minute. The atrial flutter resolved on its own. No additional information regarding the procedure was provided. It was reported that the patient loss approximately 500cc of blood during the procedure. The atrial flutter was reported to be a non-serious adverse event with a possible relationship to the indigo aspiration system (flash catheter) and a possible relationship to the index procedure. On 28feb2026, additional information was received from the independent medical reviewer (imr) reporting a serious adverse event of hypotension. It was reported that after the patient was transferred to the ward, the hospital staff observed the onset of hypotension, with an initial blood pressure of 92/56 mmhg. After approximately fifteen minutes, the patient¿s blood pressure decreased to 81/54 mmhg. The patient¿s blood pressure was checked again after another fifteen minutes and showed a further decline to 72/43 mmhg. One liter of fluid was administered and there were no further complications due to hypotension. The patient¿s blood pressure then rose to 109/47 mmhg. It was decided that the patient didn't require any other intervention and the event was considered resolved. The hypotension was reported to be a serious adverse event with a possible relationship to the indigo aspiration system (flash catheter) and a possible relationship to the index procedure.